Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for further investigation with no evidence of contamination under the button contact. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.